Event description:
Customer reported liquid had spilled in the base of the device but was unsure what kind. Customer stated power cord which connects to the power source on the back of the base was discolored, black, and corroded. Customer also indicated downloading cord contained corrosion. A request was made for return product and replacement product was ent.